Event description:
It was reported that during a da vinci si surgical procedure, a piece broke off of the prograsp forceps instrument and fell into the patient. The broken piece was not retrieved. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the axis pin missing from the distal end. Grips come assembled from supplier with the pin installed. Grip axis pin is the pivot point for the grips, so grips cannot open/close properly with this part missing. One grip has a small gouge on the outer surface, adjacent to the hole for the grip axis pin. Additional observation not reported by site is tube damage. Distal end of main tube has various scratch marks with light material removal. Scratches are short in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.